Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual. It was reported that the patient the patient let their ins go into overdischarge. No patient symptoms or further complications were reported as a result of this event.